Event description:
Pt's diabetes nurse educator (dne) feels that the pt is getting too much insulin, and the dne recommended that the pt get a replacement device due to the unexplained high (500+ mg/dl) and (50 mg/dl) blood glucose levels pt has been experiencing for a few weeks. Pt self-treated high/low blood glucose by bolusing insulin/ingesting food and/or drink.